Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a slowness of the app when providing a reading with the freestyle librelink application. As a result, the customer was unable to monitor glucose levels with sensor readings and experienced symptoms of paralysis and loss of consciousness, requiring treatment of orange juice and then weetabix cereal by their husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
The customer reported a slowness of the app when providing a reading with the freestyle librelink application. As a result, the customer was unable to monitor glucose levels with sensor readings and experienced symptoms of paralysis and loss of consciousness, requiring treatment of orange juice and then weetabix cereal by their husband. There was no report of death or permanent injury associated with this event.